Event description:
On (B)(6) 2012, a 23mm trifecta tissue valve was implanted. On (B)(6) 2015, the valve was explanted due to aortic insufficiency secondary to a non-coronary cuspal tear. A 21mm regent mechanical valve was implanted as the replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation concluded there was circumferential fibrous pannus ingrowth on the inflow surface of all three cusps which narrowed the inflow diameter, and a tear in the base of cusp 3. There was no evidence of acute inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus formation and observed tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2012, a 23mm trifecta tissue valve was implanted using horizontal mattress sutures secondary to calcified aortic stenosis. On (B)(6) 2015, the valve was explanted due to aortic insufficiency secondary to a non-coronary cuspal tear. A 21mm regent mechanical valve was implanted as the replacement.